Event description:
During the supraventricular tachycardia procedure in navx mode on ensite x, a display issue caused a cancellation of the procedure. As the catheter was being advanced into the heart the catheter orientation was not accurate. The catheter was moving horizontally from right to left instead of moving from inferior to superior as it should have been. Verified the correct patch placement on the patient, as well as correct pin placement on surface link and re-validated, but the issue did not resolve. The ensite x amplifier and the dws were powered off and back on. New studies were initiated in navx mode as well as voxel mode and this did not resolve the issue. A new patch kit from the same lot and a different lot was opened and placed on the patient and pinned into surface link and the issue was not resolved. There was no patient consequences. The amplifier was replaced the following week and the issue was resolved.

Manufacturer narrative:
One ensite x amplifier was received for evaluation at tech center. Evaluation testing was successful. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause was remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.